Manufacturer narrative:
Nana.

Event description:
Subsequent to the previously filed report, a correction was noted to the reported information: reportedly, the foot did not retract completely when the lever was closed after suture deployment.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot did retract completely when the lever was closed after suture deployment. When attempting to remove the device, the foot became entangled (stuck) on the suture and the device could not be removed. The suture that was entangled on the foot of the device was cut and the device was successfully removed. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was performed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.